Manufacturer narrative:
A4: patient weight: the patient weight was excluded in the initial report in error. The date has been updated in a4 of this report.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the lead was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to increase the strength of their therapy. The amplitude of therapy was auto reducing, diagnostics revealed high impedance. Additionally, x-ray showed lead migration. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.